Event description:
It was alleged that a patient received a questionable result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in a value of 1.6 inr. Approximately 1 hour later, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.4 inr. The patient's therapeutic range was 2 - 3 inr.

Manufacturer narrative:
The customer's test strips were requested for the investigation, but will not be provided. If the product is returned in the future, a follow-up report will be submitted. The customer performed a subsequent meter-to-laboratory comparison and the values were the same. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods". Initial reporter occupation - the occupation is patient/consumer.